Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Update may 22, 2017: supplemental information received. In addition to what was previously litigated, it was reported that the patient had a revision on (B)(6) 2016 due to pain and suffering, emotional distress. Added unknown asr sleeve product. Updated the two product information. There are no medical records and laboratory values provided. There is no new information added that changes the existing MDR decision. Patient is bilateral. This complaint was updated on: jun 2, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint. Patient seeking legal action. (Bilateral) **update** 12/17/2012 - litigation received 11/26/2012 and attached. Complaint changed to legal. Litigation alleges patient had pain after asr hip implant. There is no new information that would change the outcome of the investigation. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient seeking legal action. (Bilateral).